Event description:
Clinic notes were received to the manufacturer indicating a vns patient was having increased seizures beginning in (B)(6) 2011. Swiping the vns magnet helps with stopping the seizures. The generator was reported to be performing as intended with 10% battery life remaining. Generator replacement surgery is planned.